Event description:
Subsequent information indicates that the impedances were high. No additional testing was performed during the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed an impedance issue and an increase in pacing threshold. The lead was surgically abandoned and replaced during a device change out procedure. There were no additional adverse patient effects reported.